Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 2cm long an conical in shape. There was plaque on the right lateral side. It was reported that the stent graft was accurately placed and deployment was inflated below the renal arteries; however, upon deployment of the remainder of the stent graft, it was noted that the proximal edge of the bifurcated stent graft was 1cm below the renal arteries. There was a type 1 endoleak present; therefore, an aortic cuff was implanted proximally. The endoleak improved but did not completely resolve. Further follow-up illustrated the type 1 endoleak had resolved and no intervention was required. No additional clinical sequelae were reported and the pt is fine.